Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short and scorch marks present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The sound (noise) emitted from the cycler during the test treatment was normal. A valve actuation test and system air leak test both passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was noisy. The patient stated that the noise occurred during power up. The noise sounded like grinding noise and has been occurring for a while. The patient just never called it in as he was able to complete the treatment. The patient also reported that the cycler had distorted screen during power up. The screen was flickering. The cycler was securely plugged into the wall outlet and patient could not turn on cycler. The patient was not connected during incident. There was not a power outage and was not an outlet issue. The power cord was securely plugged in and there was not a sound or lights when ok/stop buttons were pressed. The fresenius technical support representative replaced the cycler and advised the patient to contact pd registered nurse (pdrn) to inform of replacement. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment using the cycler. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.